Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion tubing and site. As the customer changed the supplies, troubleshooting to determine a possible cause of the occlusion was unable to be performed.